Event description:
During a device elective replacement, an externalized conductor was observed via cine/fluoroscopy. Increased capture threshold was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.0cm was returned for analysis. The portion of the lead that was returned was normal. No insulation anomalies were found. Without the return of the entire lead a complete analysis could not be performed.